Event description:
It was reported that the pt underwent a lumbar sacral fusion procedure. Post-operative x-rays taken in 2008, revealed two sacral screws broken at the proximal part. The pt is reported to be experiencing severe back pain and instability. The pt underwent additional surgery to remove the broken screws.

Manufacturer narrative:
The device has not been returned to medtronic for evaluation. A review of the device history records found no documentation to indicate a non-conformance to specification. Unable to determine cause of the event.